Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The initial complaint appeared to be a reportable occurrence. Once the sample was returned and evaluated it was determined that a reportable event had not occurred.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is incorrect. Device not returned.

Event description:
Report received by ibc stated that a 6.6fr line was allegedly bulging- alleged internal sheath fracture was said to be visible. No patient harm reported. The facility reports the line was allegedly, repaired. The alleged internal fracture was noticed by the patient because it was reportedly leaking during flushing. The line had not been repaired prior to this event. No other information is available.